Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported after use the bd vacutainer® sst¿ ii advance plus blood collection tubes had stopper creep out or a loose closure. This event occurred 1000 times. The following information was provided by the initial reporter: "randomly caps are coming out from tubes though they have closed it properly¿.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use the bd vacutainer® sst¿ ii advance plus blood collection tubes had stopper creep out or a loose closure. This event occurred 1000 times. The following information was provided by the initial reporter: "randomly caps are coming out from tubes though they have closed it properly.¿

Event description:
It was reported after use the bd vacutainer® sst¿ ii advance plus blood collection tubes had stopper creep out or a loose closure. This event occurred 1000 times. The following information was provided by the initial reporter: "randomly caps are coming out from tubes though they have closed it properly¿.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/23/2020. H.6. Investigation: bd received 4 samples from the customer for investigation. The returned tubes were drawn with water. The cap and stopper were removed then reattached. The samples were then left in a rack for 4 hours. At no time did the cap/stopper assembly disconnect from the tube., therefore the the indicated failure mode for decapping with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.